Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4): no failure detected and product performed within specification. The customer alleged a false (B)(6) cobas ampliscreen (B)(6) test result for a donor which was originally run in triplicate and generated two (B)(6) results and one (B)(6) result. At this point, the donor would be considered (B)(6) according to the package insert. However, the customer inadvertently ran the sample again in triplicate. The inadvertent testing produced three (B)(6) results and, thus, the donor would be considered (B)(6) according to the package insert. The customer confirmed that the alleged (B)(6) results associated with this donor were not released. The donor had a reactive (B)(6) result. An aliquot of the donor sample was supplied by the customer for analysis. Viral load testing of the donor sample with the cobas ampliprep / cobas taqman (cap/ctm) (B)(6) generated a result of target not detected (tnd). Despite several attempts to obtain an (B)(4) sequence from the sample, no virus sequence was obtained. The lack of (B)(6) sequence does not necessarily mean that no (B)(6) virus is present in the sample. The lack of sequence information could be due to sequence heterogeneity under the primers used for sequencing or due to low viral titers. Due to low volume of the customer-returned sample, no further testing could be performed. Although the limit of detection (lod) for the cap/ctm (B)(4) is slightly higher than that of the cobas ampliscreen (B)(4), when using the multiprep sample processing procedure ((B)(6) iu/ml), the results obtained from the cap/ctm (B)(4), coupled with the inability to obtain a virus sequence, suggests that the cause of the cobas ampliscreen (B)(4) discrepant results observed by the customer was due to a low (B)(4) titer. This conclusion is further reinforced by the fact that this donor had a (B)(6) result. The reproducibility study outlined in the cobas ampliscreen (B)(6) test package insert shows samples with (B)(4) concentration close to the lod of the assay will produce variable results. The customer's allegation was specific to a sample from one donor and not specific to a kit batch. The controls and other donor samples in the run were valid and met specification, indicating that the test is performing as expected within the customer's laboratory. No product non-conformance was identified. (B)(4).

Event description:
A customer site in the us reported that they received a (B)(6) result when using the cobas ampliscreen hbv test. The customer was running a known (B)(6) sample for re-entry into the donor pool. The samples were extracted by the multiprep method, and each extract was tested in triplicate. The sample had two (B)(6) results and one (B)(6) result and re-entry was denied. The sample was then accidently retested and all three results were (B)(6). The (B)(6) results were not reported.